Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 21, 2021 that a hot axios stent was to be implanted transgastric to the jejunum to treat duodenal obstruction during gastrojejunostomy with axios placement procedure performed on (B)(6) 2021. During the procedure, the first flange did not deploy; however, during removal, the stent first flange prematurely deployed. The stent was removed partially deployed on the delivery system and the procedure was completed using a different sized axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo provided by the complainant showed the stent was partially deployed and the sheath detached from the handle. Note: it was reported that the axios stent was intended to be placed for gastrojejunostomy. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to be implanted transgastric to the jejunum.